Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that the metal tip of an anchor was found to be located inside the anterior of the acetabulum after an x-ray/CT, was performed on the patient. The patient was made aware of this by the consultant. No further information is available and no patient injury was reported.

Event description:
It was reported that an x-ray/CT was performed to the patient after the surgery and as a result, it was located a meal tip from anchor inside the anterior of the acetabulum. No further information is available and no patient injury was reported.